Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that at the end of the case, found out that the collar of the handpiece broke off. Product evaluation and results: visual inspection: visual inspection confirms failed locking mechanism .the dowel pin that holds the slide assembly has backed out and the slide assembly now freely rotates. The dowel pin on the side that attaches the reamer barrell is protruding. There is oxidation and discoloration on the 202870 slide assembly, 202862 ball retainer. The 206966 reamer barrell has fractures at the degree markers. See attachments for images of the instrument. Dimensional inspection: dimensional inspection was not completed as visual inspection clearly shows the failure of the device. Functional inspection: functional inspection as not completed as visual inspection clearly shows the failure of the device. Material analysis: material analysis was completed as part of the root cause investigation of CAPA: 1450905. Product history review: review of the device history records indicate 43 devices were manufactured under lot: 19380816 and accepted into final stock on 02/11/2017. No non conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 206967, lot number: 19380816 shows 8 additional complaints related to the failure in this investigation. The related complaints are (B)(4). Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an ncs and capas associated with the product and failure mode reported in this event. This is nc: 1414603 and CAPA: 1450905.

Event description:
At the end of the case, found out that the collar of the handpiece broke off. Case type: tha. Update: the collar at the end of end effector broke off. Update: no debris left in patient & nothing missing.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
At the end of the case, found out that the collar of the handpiece broke off. Case type: tha. Update: the collar at the end of end effector broke off. Update: no debris left in patient & nothing missing.